Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received sensor error alarms. Customer states cannula was kinked. Customer's blood glucose was 90 mg/dl. Customer also reports to have sensor glucose versus blood glucose differences, as a result, customer received a threshold suspend alarm, but blood glucose was at 109 mg/dl. Customer was advised to call helpline for assistance. No further information provided.